Event description:
As reported, approximately 7 months and 13 days post the initial right reverse total shoulder arthroplasty, the patient was unstable and the surgeon elected to upsize all modular components. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: 300-01-14 - equinoxe humeral stem primary press fit 14mm (B)(6), 320-15-05 - eq rev locking screw (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6), 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm (B)(6), 320-32-36 - expanded glenosphere, 36mm, for small reverse (B)(6), 320-35-02 - small superior augment glenoid plate (B)(6), 321-52-07 - 3.2mm drill bit sterile (B)(6), 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack (B)(6), 322-10-00 - humeral adapter tray, +0 (B)(6), 322-36-00 - 145-deg pe 36mm hum liner +0 (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.